Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were slow to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was crack on the insulin pump screen and had no delivery alarm. The customer also stated that insulin pump had rainbow effect and rewind on the insulin pump was very slow. The insulin pump will not be returned for analysis.